Event description:
Product is counting down but not dispensing the medication "[product delivery mechanism issue]". Product is counting down but not dispensing the medication "[device information output issue]". No adverse event "[no adverse event]". Case narrative: this initial spontaneous report concerns product complaints of product delivery mechanism issue, device information output issue and no adverse event from the united states. On (B)(6)2026, amneal pharmaceuticals received information from other reporter via an email concerning above-mentioned product complaints related to amneal's albuterol sulfate inhalation.product details included albuterol sulfate inhalation (ndc: (B)(4), lot number: ai26006). Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported.the reporter reported that they were receiving reports of defective albuterol, ndc (B)(4), lot ai26006. The product was counting down the dose but not dispensing the medication.last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue, device information output issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable.the outcome of events product delivery mechanism issue, device information output issue and no adverse event was unknown.the reporter did not provide the causality of events product delivery mechanism issue, device information output issue and no adverse event with albuterol sulfate inhalation.this case was considered as serious.the reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.